Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that during extraction of the right atrial (ra) lead, it was noted that this right ventricular (rv) lead was stretched proximal to the superior vena cava coil. Additional information indicated that the lead incurred physical damage on shocking electrode. Hence, the rv lead was explanted. No additional adverse patient effects were reported.